Manufacturer narrative:
H.6. Investigation summary: ten 5ml syringes in opened blister packs from batch 8259561 (p/n 309649) were received and evaluated. It was observed the syringes contained the normal and expected amount of silicone per product specification. The reported defect was not identified in the samples received. The reported defect was not identified in the samples received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text

Event description:
It was reported that there were large amounts of silicone oil on stopper with a bd 5ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, translated from german to english: in the cytostatic department in the lot 8259561 the bd 5ml syringe luer-lok tip larger amounts of silicone oil were noticed on the stamp.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were large amounts of silicone oil on stopper with a bd 5ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, translated from (B)(6) to english: in the cytostatic department in the lot 8259561 the bd 5ml syringe luer-lok tip larger amounts of silicone oil were noticed on the stamp.